Event description:
The customer contact reported, the patient received less medication than intended. At approximately 1000, the primary line was programmed to deliver 0.9% normal saline at a rate of 125ml/hr with an unspecified volume to be infused (vtbi). The secondary line was programmed to deliver omeda 4mg/100ml at an unspecified rate with a vtbi of 100ml and the delivery was started. After approximately 15 minutes, it was noted that "there was at least 75% of the omeda left in the bag." It was reported that the infusion should have been complete at the time. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. Medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.